Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000 along with concurrent rectocele repair due to sui and rectocele. It was reported that patient underwent a gynecological procedure on (B)(6) 2010 along with concurrent anterior repair with mpathy omnisure urethral sling and mpathy restorelle polypropylene mesh due to cystocele and sui. It was reported that patient underwent mesh revision on 08/16/2011 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.